Event description:
It was reported that this patient received multiple shocks, where the physician wanted to have a review of the episodes for noise on the lead. Technical services reviewed that following appropriate detection and shock delivery which converted a ventricular fibrillation (vf) rhythm, there does appear to be noise on the right ventricular (rv) lead and shock channels. The rhythm slows and it appears that the noise may be responsible for subsequent shocks. The therapy was not exhausted, and no pacing inhibition or impedances issues were noted. The plan was for the physician to see the patient later that day and will see if the noise was reproducible with isometrics and pocket manipulation. Additional information was received that the lead was explanted and replaced a few days after the noise and inappropriate therapy was observed. A new lead was implanted, and no additional adverse patient effects were reported.